Event description:
It was reported that log files were submitted for review which captured driveline disconnect alarms on (B)(6) 2025.

Manufacturer narrative:
Section d4: expiration date is unknown. The UDI is representative of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the driveline being disconnected, resulting in system stops; however, a specific cause for these events could not be conclusively determined through this evaluation. The log file captured relevant events from 16jan2025 through 05oct2025. The pump driveline was connected to this controller at 11:28: 46 on 16jan2025, per the timestamps. The pump was then disconnected from the controller, which activated the driveline disconnect, low speed hazard, low flow hazard, and motor stop alarm flags. After the disconnect, the pump driveline was reconnected at 07:02:11 on 11sep2025. The pump was captured operating at the set speed without issue after the pump had been connected to the controller and had ramped up to the set speed. It was reported that log files were submitted for review which captured driveline disconnect alarms. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, rev. A and the heartmate ii patient handbook, rev. A are currently available. Section 6 ¿patient care and management¿ warns that the pump will stop if the driveline is disconnected from the system controller and instructs to reconnect the driveline to restart the pump. Section 7 ¿alarms and troubleshooting¿ contains information regarding all visual/audio alarms, and what action(s) should be performed when they occur. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. No further information was provided. The manufacturer is closing the file on this event.